Event description:
It was reported that during a change out procedure for this cardiac resynchronization therapy defibrillator (crt-d) due to normal battery depletion. An episode was discovered in which, this device exhibited noise, oversensing and pacing inhibition for over three seconds on the right ventricular channel. The noise was able to be recreated without it being oversensed. It was observed that the sensitivity of the lead was recently reprogrammed. A potential defibrillation threshold (dft) test and further reprograming of the new implanted device were discussed. The patient will continue to be monitored. This device was explanted and replaced. This device was returned to boston scientific for evaluation. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a change out procedure for this cardiac resynchronization therapy defibrillator (crt-d) due to normal battery depletion. An episode was discovered in which, this device exhibited noise, oversensing and pacing inhibition for over three seconds on the right ventricular channel. The noise was able to be recreated without it being oversensed. It was observed that the sensitivity of the lead was recently reprogrammed. A potential defibrillation threshold (dft) test and further reprograming of the new implanted device were discussed. The patient will continue to be monitored. This device was explanted and replaced. This device was returned to boston scientific for evaluation. No further adverse patient effects were reported. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.